Event description:
After performing a phlebotomy and while trying to activate the safety shield, the operator was stuck by the needle. Operator was sent to the ER where preliminary treatment was given. Hiv and hep. Baseline testing were drawn as per hosp policy and procedure.